Manufacturer narrative:
Pump received with loose and protruded drive support disk, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the drive support cap is protruded instead of being recessed into the pump. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.